Manufacturer narrative:
The insulin pump passed the idle current measurement test, run current measurement test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, the insulin pump was received with no audio tone during self-test due to solder bridge on interface board pins 5 and 6. No cosmetic damage noted was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump beep and tone features do not work. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump did not beep during the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.